Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 for a routine device check. Upon interrogation, it was noted that there were multiple non-sustained right ventricular oversensing episodes on their implantable cardioverter defibrillator. These were noted to be the result of post-paced t-wave oversensing. Programming changes were made during the same visit on (B)(6) 2021. The patient was stable throughout.